Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In situ measurements in october 2019 showed already 2 channels involved in one short circuit due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing has shown an increasing number of affected channels. The user has also complained about headaches over the last 8-12 months, although the headaches are not localized on the site of the implant but on the forehead and top of head. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing has shown an increasing number of affected channels. The user has also complained about headaches over the last 8-12 months, although the headaches are not localised on the site of the implant but on the forehead and top of head.